Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hiking and received two shocks. The patient was taken to the ER (emergency room) and an interrogation of the device was performed. The interrogation showed that the inappropriate shocks was due to afib (atrial fibrillation) with rvr (rapid ventricular response). The patient was discharged to go home from the ER and was told to follow-up in the clinic. The following day at the clinic visit programming changes were made to the device. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.